Manufacturer narrative:
Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot near battery tube and minor scratched display window.

Event description:
Customer called in to report cosmetic damage and stated her blood glucose was 65 mg/dl. When on stating she usually wakes up with blood glucose between 39 and 45 mg/dl but she feels fine. Customer states she tends to feel it when her blood glucose lowers to the 20 mg/dl range. Customer stated the piece of plastic where the clip holds in place was missing. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.